Event description:
The customer reported that the forceps are stuck in the distal end during inspection for an unspecified procedure involving an olympus duodenovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.